Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the motor drive unit was not providing enough power to operate the handpiece. The case was successfully complete with the same device with no adverse patient consequences.

Manufacturer narrative:
(B) (4) - insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation. The product was inspected visually and functionally, and no anomalies were found.